Manufacturer narrative:
Additional information section h4 - device mfg date. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot and issue. Device history record review did not identify any non-conformances, potential nonconformances or deviations with the complaint lot and complaint issue. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 64189ud01 is within established limits and comparable with other lots in the field, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 64189ud01 was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result generated for a male patient sample, who was in the hospital for acute worsening of chronic obstructive pulmonary disease. The following data was provided (customer¿s reference range cutoff < 34.2 pg/ml for men): initial test result 2 days earlier = 972.3 pg/ml, repeat after peg precipitation and result = 5.4 pg/ml; the current sample result = 761.1 pg/ml, repeat after peg precipitation and result = 9.0 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - address 1 complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result generated for a male patient sample, who was in the hospital for acute worsening of chronic obstructive pulmonary disease. The following data was provided (customer¿s reference range cutoff < 34.2 pg/ml for men): initial test result 2 days earlier = 972.3 pg/ml, repeat after peg precipitation and result = 5.4 pg/ml; the current sample result = 761.1 pg/ml, repeat after peg precipitation and result = 9.0 pg/ml no impact to patient management was reported.